Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or requested for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: as a direct and proximate result of having the composix kugel mesh patch implanted the patient suffered disabling pain, required surgical intervention and died as a result of complications caused by the mesh.